Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was returned at the manufacturing site on 10/09/2017 and not on 10/12/2017 as reported in the initial MDR. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the lens was contaminated. The product was cleaned using 2% liquinox, water and a swab. Visual inspection on the cleaned lens showed that there were several scratches on the anterior side of the optic. The customer's reported complaint was verified, however the investigation of the return sample did not suggest that the scratches were introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable no patient involvement reported. If explanted, give date: not applicable no patient involvement reported. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the lens case of an intraocular lens, a scratch mark was observed on the optic. Reportedly, the surgeon did not use the lens. No patient involvement was reported. No further information was provided.